Event description:
It was reported to nuvectra that a lead migration occurred. During the revision of the lead, the lead fractured at the electrodes. The lead was replaced and the patient is pain free.